Event description:
The clinic reported that a pt presented on (B)(6) 2011 with an epithelial ingrowth in the left eye following a laser vision correction enhancement procedure which was performed on (B)(6) 2011. The pt's flap was lifted and the epithelial ingrowth was removed.

Manufacturer narrative:
(B)(4) epithelial ingrowths. No clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.